Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to h10 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a ventilator's sound abatement foam and alleged to have headache,nausea,dizziness and throat irritation. There was no patient harm or serious injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Observed the following from internal and external inspection -light dust, dirt, hair and grime particles through out the device and inside of the air/flow path. Conatmination found in the transition tubing, clear tubing and outlet port. Found evidence of liquid ingress in through top of the device in sensor board. The device's downloaded event log was reviewed by the manufacturer and found 48 erorrs. The manufacturer concludes not able to confirm the complaint or address the symptoms specified and not able to confirm the presence of degraded sound abatement foam. Section h6 health impact clinical code was not captured in the previous MDR and now it is captured and updated in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.